Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during a routine implantable cardioverter defibrillator (ICD) replacement procedure, the lead was noted to be loose in the header of the old device. When the lead was connected to the new device, the impedances were noted to be within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.